Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that before intraocular implantation, the patient's uncorrected distance visual acuity (udva) was 6/12, and after implantation, the corrected distance visual acuity (cdva) was no better than 6/9. The lens was removed and replaced with another lens in a secondary procedure. The patient was pleased with the outcomes and the cdva was 6/5 following replacement.